Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a facility representative via (B)(4) that an ar-4068-25tl suture lasso broke during surgery in the shoulder. It was reported that a wider incision had to be made to remove the broken piece, and the patient was under anesthesia longer than needed. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.